Event description:
Reporter stated that in 2004 the pt experienced a low blood glucose (53 mg/dl) event that may have involved the pt experiencing a seizure. Pt was given glucagon by the reporter (a relative), but pt continued to have blood glucose problems, so reporter took pt to ER and they were admitted to ICU (pt was released from hospital the following day).